Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One image was provided for evaluation. Based on image provided, leakage can?t be confirmed. There is no noticeable any cracking on tube surface or luer lock adapter that could cause condition reported. One sample unit was received with its original packaging opened. The sample was visually inspected under normal lighting to received unit. The following components were visually inspected: luer lock adapter, reflux connector with ports, assembly connector swivel return and tube surface. During visual inspection, no marks or stains were observed on tube surface, or on reflux connector or swivel connector; however, there was visible cracking and the condition reported could be caused by this condition. During functional testing, a leakage test was performed in order to verify if leakage can be confirmed or not caused by cracking on luer connector and the sample did not pass the leakage test. Based on the sample provided, analysis conducted on returned sample and trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. Based on root cause determined following actions will be taken: a supplier corrective action request was supplier for luer connector and containment awareness notification for failure mode reported to production personnel. All mitigations were verified and it was execution was confirmed.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned reported twenty minutes after starting to use the product, the customer noticed medical fluid was leaking from the part where the infusion line was connected. No patient injury.